Event description:
Reporter alleged the blood glucose result was 63 mg/dl at 10:53 pm and had no low glucose symptoms so tested again where obtained a result of 161 mg/dl at 11:30 pm. It was reported customer felt fine and no actions were taken as well as no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.